Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device additional informations. The subject device has not been returned to omsc but was returned to olympus (B)(4). As a result of this device confirmation by (B)(4), the reported image loss was not duplicated. However, (B)(4) found that the universal cord was cut at several locations. Also, marks of humidity invasion were found inside the light guide connector and the video connector. From the above, it is considered that due to the humidity entering from the hole opened in the universal cord, the circuit of the electric board in the video connector was short-circuited and image disappearance occurred.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during the procedure for therapeutic. After that, the user facility completed the intended procedure using other device. There was no patient injury associated with this report.